Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported receiving a cut on a finger from a I-stat tri-controls calibration verification vial. The customer stated there were no serious injuries or harm, the cut was superficial and required no medical treatment. Apoc has requested the return of the vials and an investigation is underway. There is no other customer information available at this time.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/18/2013. Retain and returned vials were inspected and the customer issue was confirmed. Picks were found near the top of the two returned vials and two out of 784 retain vials. These four vials have been sent to the manufacturer for further investigation.